Manufacturer narrative:
Due to all reference samples are within specification, no deviations in production documentation has been found and the defective sample not delivered - root cause cannot be identified. Corrected data: in the initial MDR the date entered in g3 was 24-nov-2022, however, the correct date is 18-nov-2022. Accordingly, the estimated date of events, b3, has been changed to 18-nov-2022 d4, model# and catalog# has been corrected to 956-616. UDI has been corrected.

Manufacturer narrative:
Date of incident is estimated from date of awareness.

Event description:
According to the complaint, the nurse didn't succeed to activate the needle shield device on the safepico. At the end of the arterial sampling, drops of blood coming out of the needle in a splash.